Event description:
The problem is intermittent in nature and has not yet resulted in a pt problem but could result in a radiation overdose if undetected by staff during treatment. The system's database does not reflect a complete treatment on a given day when the alternative database log shows proof that there was. This is the second incident at this facility.